Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap lower anterior resection. According to the reporter: after device was firmly connected with the anvil and the green mark was indicated, it appeared that the gut tract on the proximal side was twisted. Upon detaching from the anvil, the anvil was found tilted. Additional resection was required to set the anvil again. Operating time was extended by more than 30 minutes but no adverse events were reported as a result fo the delay. There was tissue damage. Nothing fell into the cavity. There was no excessive bleeding. The resulting donut did not form correctly and completely.